Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. All external workstation power cord wires were repaired and tightened. The system was tested and operated as intended.

Event description:
The customer reported the 9900 system displays a line power malfunction error message and then shuts down. No patient injury was reported.